Event description:
It was reported that prior to use, the 5.0x18mm multi-link ultra stent was noted to be loose on the balloon. There was no issue, reported, with removing the protective sheath from the stent. When it was noticed that the stent was loose on the balloon, an attempt was made to push it back onto the balloon, but instead, the stent dislodged. The dislodged stent was then put back on the balloon and the device set aside for return. There was no patient involvement and no clinically significant delay in procedure. Another 4.5x18mm multi-link was used to complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported loose stent was confirmed. Based on the visual analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for loose stent. Based on the information reviewed, there is no indication of a product deficiency.